Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "one (1) packet in a box of 10 was found empty with only a small piece of the hydrofiber dressing stuck at the edge of the package." The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Pm logs have been checked and all pm's were completed with no discrepancies. Affected amount: 1pc. Aquacel ag+ extra 10x10cm was manufactured under sap code 1708331 and manufacturing lot number 9l01870. Lot # 9l01870 was sterilized under lot 1236519911 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-030 ver. 41.0. For machine doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing of lot 9l01870. There are 2 complaints registered for the affected lot within tw8.7. However they are for different complaint issues. 3 photographs have been received for this issue and have been evaluated in accordance with wi-0359. The photos confirm the expected complaint issue, the batch number and the expected product. Event 1344982 was opened with investigation 1358348. The root cause was found to be the deadplate was set to >176mm and curly dressings. The raised edge caught on the top foil infeed roller and knocked the dressings backwards into the weld area. Investigation 1358348 has been approved and closed. No further action required. Operations have been informed of the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.